Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4). No files attached.

Event description:
Coiling treatment of an aneurysm. It was reported while deploying the coil into the aneurysm, a loop of previously implanted coil exited out the aneurysm into the m1 segment of the left mca and into the inferior branch of the sylvian bifurcation. An alligator and microsnare were used to retrieve the coil, but without success. Consequently, thrombus formation was observed around the coil in the mca branches. The pt administered heparin, agrastat, aspegic and reported expired 4 days post procedure.